Manufacturer narrative:
(B)(4).

Event description:
It was reported that "dexcom application crash" occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. No product or data was provided for investigation. The allegation and the probable cause cannot be determined.